Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that ins and patient programmer do not work. Tss reviewed potential for overdischarge and repair process if programmer needs to be replaced. The caller was not with the patient. The patient was redirected to their healthcare provider to further address the issue. Patient needed to get MRI. Additional information from the manufacturing representative (rep) indicated that the ins is in overdischarge and cannot be recovered. Caller gave event date as 2018.

Manufacturer narrative:
Concomitant medical products: product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.